Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) received additional information from the surgeon and reported that there were no malfunctions or issues with the da vinci system, and no device-related concerns prior to converting to open surgery. The suspected cause of the pulseless electrical activity (pea) was either air embolism or hypovolemia. The patient had no relevant cardiovascular history and did not require additional interventional cardiology procedures. While the event was considered less likely in an open surgical approach, it remains similarly possible with laparoscopic surgery. The procedure was converted to open surgery, which the patient tolerated well, with no suspected injuries or complications from the conversion itself. Although hospitalization was planned, the event may have prolonged the patient's stay by 1-2 days and required postoperative intensive care monitoring rather than standard floor admission. The patient was ultimately discharged home. Postoperatively, the patient recovered clinically but developed a right lower extremity deep vein thrombosis (dvt), which was treated with three months of eliquis. At the most recent clinic follow-up, the patient was reported to be doing well at home. Relevant diagnostic studies¿including transthoracic echocardiogram, venous doppler ultrasound, and computed tomography (CT) imaging¿were largely unremarkable, aside from the dvt and small pleural effusions.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted liver wedge resection-hepatectomy procedure, the patient went into pulseless electrical activity (pea) arrest requiring medical intervention and procedure conversion to open. During dissection (approximately 25% into the case), the patient developed pea. The da vinci system was undocked, full cardiopulmonary resuscitation (CPR) was initiated, and delivery of a shock. The patient remained in the split-leg position with trocars in place. After successful resuscitation, the procedure was converted to open surgery and completed. The patient was admitted to the intensive care unit and was in stable condition. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. There was no allegation of device malfunction associated with the event.